Event description:
It was reported the pt experienced a return of symptoms. The catheter was blocked. The physician was not able to inject dye into the catheter. The pump was to be refilled in 2009, however, based on the catheter issue the pump was not refilled. The plan is to refill the pump with saline until a catheter revision can be scheduled. The issue was confirmed by a dye study. The drug used in the pump is preservative free morphine sulfate 10 mg/ml at a daily dose of 5.027 mcg/day. Additional info has been requested, but was not available on the date of this report.